Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 1 year and 4 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a known history of achromobacter infection from sternal wound. The patient recently completed course of zosyn from (B)(6) 2017 to (B)(6) 2017. The patient was subsequently started on minocycline. The peripherally inserted central catheter (PICC) line remained in place. Per infectious diseases specialist, PICC line was removed and the patient was started on zosyn as this bacterial strain remained sensitive to zosyn. The patient presented to emergency department (ed) with weakness on (B)(6) 2018, but was discharged home the same day. The patient called to come back after blood culture (bcx) from the ed visit turned positive for achromobacter, similar infection as prior. CT chest revealed a small amount of fluid around the outflow cannula. Per CT surgery review, the patient was not deemed an appropriate candidate for pump exchange. Unfortunately, blood cultures continued to remain positive despite treatment with intravenous zosyn concerning that bacteremia would be difficult, if not impossible, to clear without surgical intervention. No additional information was provided.